Manufacturer narrative:
Philips service replaced the pdm module and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the pdm module in the r cabinet failed due to a power supply issue on an allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.